Manufacturer narrative:
An examination of the subject device by a lumenis technical subject matter expert concluded the device operated to manufacturer specifications. Review of service records found the treatment head had been recently replaced as part of routine maintenance. A review of device labeling found that a test patch is required after calibration of the treatment head prior to treatment to ensure the output of the device is acceptable for the patient's skin type. An evaluation of the reported event details by a lumenis healthcare professional concluded the device operator's failure to perform a test patch to be the probable root cause of the reported event.

Event description:
It was reported that a patient sustained scars following ipl treatment with a lumenis one laser. It was further reported the patient was being treated with additional ipl treatments to preclude permanent impairment constituting medical intervention. It was further reported that the device operator did not perform test patch on the patient prior to treatment.